Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a buzzing sound and keypad anomaly. The customer¿s blood glucose was 192 mg/dl at the time of incident. Customer stated that the insulin pump buttons does not work and unable to get to the main menu. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing even after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with no button response at esc and act button due to unlocked keypad connector on lcd board. No button error alarm, frozen screen and time clock anomaly noted during testing. Unable to perform any tests due to buttons unresponsive. Pump received with corroded battery tube, broken belt clip slot, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.